Event description:
Additional information received from the consumer reported that the patient's overstimulation had yet to be resolved as of (B)(6) 2016. The patient had attempted to make an appointment but had not heard back from their health care provider.

Manufacturer narrative:
(B)(4).

Event description:
The consumer reported overstimulation. Program 1 controlled the patient's legs. She typically had it set at 210, but that setting seemed to be too high. The patient had gone down to 110 today and the patient could still feel it in her feet, which was not normal. The patient noticed this issue the day prior to the report. No trauma or falls were reported. Indications for use include non-malignant pain. No interventions or patient outcome was provided. Follow up was requested. If additional information is received, a supplemental report will be sent.